Event description:
The customer reported that the arm giving an audible alarm and red service indicator light. The compression piston will also not lower. The customer did not report this event occurred during patient use.

Manufacturer narrative:
The customer reported that the arm acc was giving an audible alarm and red service indicator light. The compression piston will also not lower. The issue was discovered during routine equipment check and not during patient use. The maintenance schedule is not reported. No additional information is available at this time to further investigate the event. Always store the acc so it is ready to go for use. Store the compression module with a fully charged battery pack installed and a patient interface pad attached to the piston. It is recommended to maintain a charged spare battery pack and always have the external power adapter available with the unit. Although the rmu acc is designed for a wide variety of field use conditions, rough handling beyond specifications may result in damage to the unit should additional information become available a follow-up MDR shall be submitted.